Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the threaded tip of the drill bit is broken. No further information is available. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the investigation of the complained instrument found that the threaded tip the first pitch is broken off. The article was analyzed for conformance to print specifications as well as the device history record was researched, no abnormal findings were identified; the device was manufacturing 2005. The broken surface is homogenous which indicates material conformity as well. Unfortunately we are not able to determine the exact cause which has led to this occurrence. It is likely that too much mechanical force had been applied during the surgery. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.